Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field serve engineer (fse) was dispatched to evaluate the unit. According to the equipment status, the equipment data parameters were checked to determine that it was caused by low motor pressure. The maintenance kit needs to be replaced and the customer has been informed, but the customer has not yet agreed to the repair, and the equipment has been informed that it is unavailable. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) had an inflation fault alarm as soon as it was put on the machine. Customer promptly replace equipment. There was no patient harm reported.

Event description:
N/a.